Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that piccs had valve malfunction which resulted in reflux of blood in pic lumen resulting in blockage of lumen. Patient status/ intervention: discharged.

Event description:
It was reported that piccs had valve malfunction which resulted in reflux of blood in pic lumen resulting in blockage of lumen. Patient status/ intervention: discharged.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. A lot history review (lhr) of refw0195 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (refw0195) have been reported from the same facility in india.